Event description:
It was reported that while on patient, an alarm was generated indicating a pressure transducer error. There was no patient harm reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
The reported failure was not reproduced during on-site troubleshooting and performed system check-out tests (sco) passed without deviations. The fresh gas and inspiratory pressure transducer printed-circuit boards (pcb) were replaced as a precaution. The parts were returned for investigation. The pcb's were found faultless during tests in a reference anesthesia workstation. Performed sco tests passed without deviations and no alarms were generated during ventilation testing. The reported technical error which indicates a pressure transducer failure was confirmed in the received device logs. This alarm is generated if the difference between compensated fresh gas pressure and inspiratory pressure is more than 15 cmh2o during six consecutive breaths, or if no inspiration is detected for 30 seconds during manual ventilation. Event logs showed that this technical error was preceded by several ¿negative airway pressure¿ alarms. The ¿negative airway pressure¿ alarm indicates a low flow or a stoppage of flow in the system. It could also be due to a measuring fault from the inspiratory or expiratory pressure transducer. However, the logs showed that the tidal volumes were not affected during the event. Received test logs showed that a successful sco test was performed prior to the reported event and, no sco was performed after the reported event. A search in the received test logs shows no indications of instability in the pressure transducer pcb sensors. The cause for the generated technical error and alarms cannot be determined since the problem was not reproduced during testing of the returned pcb.

Event description:
(B)(4).